Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 38mm x 4.00mm promus premier drug eluting stent was advanced for treatment. However, upon entering the stent into the key, the device was noted to have several opened struts after the device was removed. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion. A 0.014" test guidewire was loaded through the tip of the device and exited at the guidewire exchange port without issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38mm x 4.00mm promus premier drug eluting stent was advanced for treatment. However, upon entering the stent into the key, the device was noted to have several opened struts after the device was removed. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 38 x 4.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region were noted to be lifted from their crimped position and pulled distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion. A 0.014" test guidewire was loaded through the tip of the device and exited at the guidewire exchange port without issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38mm x 4.00mm promus premier drug eluting stent was advanced for treatment. However, upon entering the stent into the key, the device was noted to have several opened struts after the device was removed. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the 90% stenosed target lesion containing a 90 degress bend was located in the tortuous and calcified right coronary artery.